Manufacturer narrative:
Exact date unknown, event occurred over a week ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.